Event description:
It was reported that patient death occurred. The 70% stenosed target lesion was located in the proximal and mid segments of the left anterior descending (lad) artery, which showed no significant calcification. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was inserted over guidewires into the lad artery. After flushing the catheter and initiating a pullback, the physician observed an absence of blood flow in the left coronary system, leading to the patient`s rapid deterioration. Despite the restoration of coronary flow and extensive resuscitation efforts including two hours of cardiopulmonary resuscitation (CPR), administered of pressors, and placement of an impella device, the patient did not survive. The physician suspected a possible air embolism from the catheter as the cause of the no-flow event. The patient experienced air embolism, arrhythmia, myocardial infarction/ischemia, hypotension, cardiac arrest, and eventually passed away.

Manufacturer narrative:
D2b: pro code (product code): itx, obj.

Manufacturer narrative:
D2b: pro code (product code): itx.

Event description:
It was reported that patient death occurred. The 70% stenosed target lesion was located in the proximal and mid segments of the left anterior descending (lad) artery, which showed no significant calcification. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was inserted over guidewires into the lad artery. After flushing the catheter and initiating a pullback, the physician observed an absence of blood flow in the left coronary system, leading to the patient`s rapid deterioration. Despite the restoration of coronary flow and extensive resuscitation efforts including two hours of cardiopulmonary resuscitation (CPR), administered of pressors, and placement of an impella device, the patient did not survive. The physician suspected a possible air embolism from the catheter as the cause of the no-flow event. The patient experienced air embolism, arrhythmia, myocardial infarction/ischemia, hypotension, cardiac arrest, and eventually passed away.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath assembly was kinked. Microscopic inspection revealed the guidewire exit port and the distal section of the tip were in good condition. Impedance and image test showed imaging core impedance test shows a complete circuit curve. Transducer level impedance test shows a good rh peak of 46 ohms. During image characterization testing, a good square image appeared in the ilab system. The functional test showed the catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing, also it was observed that the catheter did flush normally when the imaging core was fully retracted and fully advanced, no air was entrapped within the catheter. D2b: pro code (product code) - itx.

Event description:
It was reported that patient death occurred. The 70% stenosed target lesion was located in the proximal and mid segments of the left anterior descending (lad) artery, which showed no significant calcification. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was inserted over guidewires into the lad artery. After flushing the catheter and initiating a pullback, the physician observed an absence of blood flow in the left coronary system, leading to the patient`s rapid deterioration. Despite the restoration of coronary flow and extensive resuscitation efforts including two hours of cardiopulmonary resuscitation (CPR), administered of pressors, and placement of an impella device, the patient did not survive. The physician suspected a possible air embolism from the catheter as the cause of the no-flow event. The patient experienced air embolism, arrhythmia, myocardial infarction/ischemia, hypotension, cardiac arrest, and eventually passed away.